Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage of 2.61 v after 35 months of implant. The patient has been monitored via latitude. It was not known when the device reached middle of life 2 (mol2).

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Technical services advised to continue following the patient via latitude on a monthly basis and recommended a save to disk at the next follow-up to determine when the device declared mol2. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. The device was later explanted and returned for analysis. This event will be updated when analysis is complete.